Manufacturer narrative:
Technician stated that he replaced the gear racks to resolve this issue.

Event description:
Info received that alleged the gear rack on golvo legs was broken and leg was stuck in the out position. No injury reported.